Event description:
The customer reported the motorized rotation does not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motor. No report on system repair status. (B) (4)